Event description:
Information received from the field notes that the patient presented to the clinic for an unrelated check. The device exhibited periods of oversensing. An ECG strip showed that the patient's rhythm dropped to 40 bpm even though the device base rate was programmed to 50 ppm. A holter monitor confirmed the rate decrease to 40 bpm. During the explant procedure, it appeared that the lead might have partially perforated.